Event description:
Additional information was received on 2023-apr-18. The rep reported that the patient saw an out of regulation (oor) message on their controller. Electrodes 14 and 15 impedances were 40000 ohms. The rep programmed around impedances and the patient had adequate coverage. The pt did report they had a loss of stimulation. The hcp was notified. Since then, oor had returned. Electrodes 8, 10, 12, 14, and 15 impedances were at 40000 ohms, do not use. Patient has decent coverage with the usable electrodes, but the cause of these impedances is unknown. The patient has not had a fall or been involved in an accident. The patient also does not have an active lifestyle whatsoever. Connectivity was tested 4/18/23 and the 8-15 lead shows all red. Patient also reports a soreness in the ins site. Additional information was received on april 19, 2023. The rep reported the patient was seen the week prior and impedances were found to be "out", then they were seen again on (B)(6), 2023 with different impedances that were out. When completing a connectivity check, the whole second lead (8-15) is "possibly out". The rep reported imaging was done and it appears the leads were still connected to the ins. Patient is reported to have a 97715 with two percutaneous leads. The rep was able to work around the impedances and was able to get coverage for the patient, but the therapeutic relief was not as good as it was previously. The rep also reported that the physician was planning to explant and re-implant with a paddle lead. Technical services reviewed possible variables leading to high impedances and advised the rep to refer back to the physician regarding next steps. Additional information was received on 2023-may-04. The rep reported that the cause of the high impedances was not determined. The rep was able to program around the electrodes with the high impedances, which resolved the issue somewhat. The pt was getting decent relief however, the pt was not getting pain relief like they had prior to this event. The pt does have coverage in the areas of pain. The rep reported there has been no discussion yet about surgical intervention to address this, which conflicted with what was reported on april 19, 2023. On 2023-may-16, the rep provided the serial number for the ins as well as reported that the patient weight was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2023 regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called after getting a call from hcp yesterday that pt was in the clinic and experiencing oor message and not able to turn up intensity on their 97745. Rep reported that a colleague was able to go meet the pt at the clinic and reported high impedance values on contacts 14 and 15 which were in use by the pt's current program. Pt was able to get reprogrammed and oor messages were resolved. Pt denied any recent falls or trauma that may have caused the impedance changes, but reports that the pt's hcp did xr imaging around the implanted device for a seroma near the incision site which is going to be aspirated/removed today in clinic. Hcp was looking for imaging to compare to in regards to the 8-15 lead at the header block as well as how the contacts appear within the header block. Connectivity showed all green checks yesterday, and she is meeting with the pt and hcp today after they have the seroma evaluated and potentially aspirated to recheck connectivity and impedances for any changes. Rep indicated she would call back if further troubleshooting was needed. Additional information was received from the patient and healthcare provider via a manufacturing representative (rep) on 2023-04-18. The rep called back and was with pt at the time of call. Caller stated that electrodes 14 & 15 had impedance values of >40,000 ohms but they were able to program around. Caller stated the pt was still receiving adequate coverage but not as good as they were initially. Caller stated that on 4/13/23, "settings not available" began to display on pt's controller again. Caller stated they met with the pt today and after running an impedance check, they found that electrodes 8, 10, 12, 14 & 15 were all now >40,000 ohms. The pt's healthcare provider (hcp) was also on the call and stated that they took an x-ray and it appeared that the anchor may have come lose from the lead and that the lead may have migrated a bit. Hcp stated the leads are both still midline. Pt's hcp said the leads were initially placed at t8 and t7 and now both leads are at t8. Pt stated for about 2 weeks after being implanted with the device, they experienced a sharp pain at their pocket site, which seemed to be caused by certain positions. Pt stated that sensation had now resolved. Pt also commented that they sometimes ride a train and feel increased stimulation when the train ride becomes "bumpy". Caller confirmed that pt's pulse width was set to 1000 and the rate was 40. Technical services reviewed information and recommended caller attempt to adjust programming and continue to work with pt's hcp if that does not resolve.

Event description:
Patient said they were no longer able to message the reps in the app, even though they just had their "stimulator replaced" 6 weeks ago. Agent asked, pt clarified they had a laminectomy 6 weeks ago to review the leads. Pt said the ins malfunctioned, but then clarified the leads had gotten twisted and broken, so they had a laminectomy. Pt kept repeating they didn't know why they couldn't message the reps in the app anymore. Agent reviewed careguidepro info and reviewed role of rep. Agent redirected to doctor to contact a rep/set up an appointment for adaptive stim set up.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on november 1, 2023. The pt reported that these problems started in march 2023. The pt reported information already reported. They added that the leads that had the impedances had wrapped around the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.